Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use contains device malfunction as a potential event that may be associated with use of the product. Component malfunctions, such as o-ring damage are recognizable risk factors of the device that may be related to procedural, post-operative management and outpatient care. It is important to follow IFU recommendations related to product inspection, management and related use. The o-ring and hvad pump were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed as visual inspection revealed an o-ring that was broken which most likely occurred during the pump insertion process. Heartware has opened an investigation to evaluate o-ring damages. Based on this investigation, the most likely root cause of the failure can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the surgeon that during a hvad pump exchange, the o-ring was observed to be broken. The new pump was seated in the sewing ring, but the outflow graft did not reach the previous outflow graft to descending aorta. The pump position was manipulated a couple of times for better outflow graft positioning. Once secured, it was noted that blood was leaking out from around the inflow cannula by the sewing ring. The pump was disengaged from the ring and it was noted that the o-ring had broken. Photo of the o-ring was provided. The o-ring from the patient's previous pump was removed intact and placed on the patient's new pump. The pump was reseated and locked into place with no further bleeding noted between the inflow cannula and sewing ring. The patient was weaned from bypass and hvad was started up without any issues. Patient is now stable and in the intensive care unit (ICU). No further information was provided.